Manufacturer narrative:
E1 establishment full name: (B)(6) hospital (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had fall damage, and the light intake was broken. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the following: phenomenon (1 - "because lens base is chipped, the field of view is dark or too bright"): based on the facts obtained from the investigation, the phenomenon was reproduced on inspection by the repair department. Therefore, it is presumed that the field of view is dark or too bright due to the chipped lens base. Phenomenon (2 - "because output socket is worn out, the scope cannot be attached"): based on the facts obtained from the investigation, the phenomenon was reproduced on inspection by the repair department. Therefore, it is presumed that the scope cannot be attached due to the worn output socket. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.